Manufacturer narrative:
(B)(4). The returned sample was cleaned and disinfected prior to being analyzed in the laboratory. A leak test was performed and the testing confirmed the complaint condition. The sample was then opened and a visual evaluation was performed. The ends of the gas fibers are embedded in polyurethane. The visual evaluation determined that there was an ablation of the polyurethane of fibers. Also, there was a leak in the polyurethane adhesion, which was caused by fiber shrinkage. The product records were reviewed and no deviations were identified. The supplier was contacted regarding the complaint event. However, the root cause for this complaint condition is unknown. (B)(4).

Event description:
On (B)(6) 2011, at (B)(6), quadrox-d (lot number 70065404) after switching to circuit, the unit began to leak droplets of blood from the vent between the water inflow and outflow. No patient effect was reported. (B)(4).